Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced stress urinary incontinence and fluid loss from the device. A surgical procedure was performed, during which the existing aus was removed and replaced. No additional patient complications were reported.